Event description:
It was reported that a flogard infusion pump experienced a f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. A review of the alarm log identified an occurrence of the f-38 alarm. The reported condition of the f-38 alarm was confirmed. The root cause of the f-38 alarm was determined to be the force sensing resistors were out of specification. To correct the condition, the force sensing resistors were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.